Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a(B)(6) patient had a rash. The patient reported having a rash under the back therapy electrode pad. There was no alleged device malfunction. The patient's doctor gave permission for the patient to remove the lifevest to let the rash heal, and suggested using peroxide on the rash. There is no indication of a serious injury. Follow-up indicated that the rash had improved.